Event description:
The customer reported to olympus, the colonovideoscope was returned for annual inspection/preventative maintenance. During the device evaluation, it was identified that the nozzle had foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and in addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of u/d knob is out of the standard value, adhesive on a-rubber has a chip, adhesive on a-rubber has a crack, adhesive on a-rubber has white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, indication on s (suction) connector is peeled, universal cord has a wrinkle, s-connector is deformed, protector of universal cord on s-connector side has a scratch and ig (image guide) protector has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing of the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.